Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID a810 product type software h9. Previous correction number does not apply to this issue. Updated to appropriate correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative (rep) regarding a patient receiving unknown baclofen, dilaudid, bupivacaine, and clonidine via an implantable pump for non-malignant pain. It was reported that the rep called and stated that while switching a patient from simple continuous to flex mode and updating the pump (correct date, time, and telemetry and no error in pump logs), a pump infusion error occurred approximately one week later. The pump displayed a pump memory error codes 112 and 243, and it appeared that no dosing had occurred during that time. The patient reported no side effects but also no therapeutic relief. No additional error messages were observed. The plan was to revert the affected patient back to simple continuous and update the pump; however, no follow-up information was available at the time of the call. Technical services joined the call to assist and advised that the issue could stem from either the pump or the programmer losing information or connection during communication. It was recommended to re-enter and re-program the data, as interference or interrupted communication could cause such issues. Pump logs appeared normal. Technical services educated the rep that if the pump lost the communication, it would log an event.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. H.6 codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stating that the cause was determined that the flex dosing programmed had an out of chronological order flex doses. This seemed to cause the dosing to be erased at the next interrogation. This was determined by analysis of the data the company representative provided to the team. The physician and staff have all been made aware and all flex dosing programmed will now be triple checked for chronological order, as well as accuracy of all parameters.